Event description:
It was reported that capture management was unable to run. It was determined that this was due to right atrial (ra) lead dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.